Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Customer contact reports no patient information is available. Unique identifier:(B)(4). Legal manufacturer: hcs (B)(4).

Event description:
The customer reported a malfunction resulting in the loss of display during a case. The unit was rebooted and case resumed without issue. There was no report of patient involvement.